Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced a cardiac perforation that required pericardiocentesis. During the mapping phase (no ablation was performed) with carto with a bidirectional qdot catheter, perforation and subsequent cardiac tamponade occurred. The patient required pericardiocentesis to drain the effusion and the patient stabilized his blood pressure and was admitted to the ICU (intensive care unit) without effusion and with normal blood pressure. The physician's opinion on the cause of the adverse event was high force in rvot (right ventricular outflow tract) free wall. Other relevant tests/laboratory data/patient history/preexisting condition: patient cited for ventricular extrasystole ablation.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to qdot micro catheter approved under p210027. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).